Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced stomach pain, leg pain, weight loss and difficulty passing gas. It was reported that the patient can barely eat. It was reported that the patient returned to the facility for evaluation and was informed that the mesh has done damage to the aorta artery and would not remove the mesh because it would do more damage. It was reported that the patient has high blood pressure. It was reported that the patient has episodes of heart attacks and strokes. No additional information was provided.